Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the backup pump is shutting down and initiates the self-test unexpectedly. Patient stated the pump did not display an e-2 battery empty message. No adverse event reported. Requested return of the alleged pump for evaluation.